Event description:
It was reported that a user requested assistance with a set and supply change while using a cartridge device and subsequently experienced a depleted pump battery; educational materials were provided and the user was advised to charge the pump. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a battery energy storage system problem consistent with premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.